Manufacturer narrative:
Medwatch report number: mw5145735.

Event description:
It was reported a patient's right ventricular (rv) lead presented with a fracture. The lead was explanted and replaced in a procedure on an unknown date. Post-procedure there were no patient consequences.